Event description:
It was reported that when using the bd pyxis¿ es server, the station was experienced slowness and user was unable to access the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d concomitant med prod data, upon investigation of the actual device used in this incident, it was determined that the station slowness prevented users from accessing the stations. The technical support specialist (tss) identified the root cause as a large number of password resets that affected the domain controller for the pyxis server. The technical support specialist stated that the issue had been resolved by rebooting the pyxis server. The is team continued to monitor the server and performed a reboot every 48 hours over the following week, as password resets were expected to continue while nurses returned for their first shifts. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was experienced slowness and user was unable to access the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.